Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the patient was treated the friday before the manufacturer's representative got the call, which was believed to be on monday. It was related that there were lengthy discussions with technical services about how to shut off the pump since the patient did not want another implant. It was stated that the patient was treated at the hospital for withdrawal and was given oral baclofen. It was stated that the cause of the low battery reset was unknown and that the patient's weight at the time of the event was unknown, per the manufacturer's representative. Further information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the manufacturer's representative had contacted the hcp via text message saying that someone could meet with the patient at the facility with a different programmer so they could try one more time to program pump off mode using the password. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-17. The pump off password was requested. It was confirmed that the manufacturer's representative was able to successfully update the pump to pump off mode using the password. The manufacturer's representative interrogated the pump after updating to confirm that the pump was I the off state. It was indicated that this resolved the issue from last week where the caller was unable to update the pump to pump off. It was noted that the patient experienced symptoms of sweating, itching, and confusion after the pump reset last week. It was stated that the patient was now ¿doing good¿ and was taking oral baclofen. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4) 2017. It was reported that the manufacturer's representative used their own programmer to successfully update the pump to pump off mode. It was stated that the problem with being unable to program the pump to pump off mode on (B)(4) 2017 was not the programmer but user error and also stated that the nurse was not very experienced with the programmer. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 514 mcg/day via an implantable pump for intractable spasticity and myelopathy. It was reported on (B)(6) that a critical alarm was heard/confirmed by telemetry to be low battery reset occurred and safe state occurred on (B)(6). The pump was delivering lioresal [2000 mc/ml] at a dose of 12.6 mcg/day after it reset and the patient was now on 60 mg of oral baclofen. It was reviewed that the pump was included in the population of devices containing a battery manufactured between (B)(6). The pump off password was requested due to a problem with the device/therapy. The hcp updated the pump to minimum rate mode and then attempted to program the pump off but the hcp was unable to program pump off as the password would continue to blank out when they tried to update the pump. No symptoms or complications were reported or anticipated.